Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not powering on. A field service engineer (fse) identified that the interface board and drawer controller board was failed. Fse replaced both the boards, secured the connections, tightened the hard stop, inspected the retractor band and confirmed that the issue was resolved. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was not powering on, and the screen was blank. The customer had tried restarting the machine, unplugging it, and using a different wall outlet, but the screen remained powered off. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.